Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078108) on 10-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ("coils had not migrated but one could be seem unsheathing from the fallopian tube"), menorrhagia ("painful menstruation( which should not occur due to the thin lining after ablation,including passing clots and tissue") and autoimmune disorder ("auto immune symptoms") in a female patient who had essure (batch no. 645019) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), calcium, cholecalciferol (vitamin d), cyanocobalamin-tannin complex (b12), lactobacillus acidophilus (microgenics probiotic 8), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), lipitac (omega 3), multivitamin, salbutamol (proventil), testosterone (testosteroni) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria disability and medically significant) with pelvic pain and abdominal pain, menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), abdominal distension ("extreme painful bloating"), adnexa uteri pain ("ovarian pain"), migraine ("migraine"), rash ("rashes/ skin rashes"), hyperhidrosis ("extreme sweating"), feeling abnormal ("foggy brain"), gingival bleeding ("bleeding gums"), blood blister ("blood blisters"), contusion ("bruising"), flushing ("flushing"), insomnia ("insomnia") and depression ("depression"). The patient was treated with surgery (hysterectomy including ovaries and cerxiv to be removed) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, autoimmune disorder, amnesia, abdominal distension, adnexa uteri pain, migraine, rash, hyperhidrosis, feeling abnormal, gingival bleeding, blood blister, contusion, flushing, insomnia and depression outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, amnesia, autoimmune disorder, blood blister, contusion, depression, fallopian tube perforation, feeling abnormal, flushing, gingival bleeding, hyperhidrosis, insomnia, menorrhagia, migraine and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078108) on 10-jul-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("painful menstruation( which should not occur due to the thin lining after ablation, including passing clots and tissue"), fallopian tube perforation ("coils had not migrated but one could be seem unsheathing from the fallopian tube") and autoimmune disorder ("auto immune symptoms") in a female patient who had essure (batch no. 645019) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), calcium, cholecalciferol (vitamin d), cyanocobalamin-tannin complex (b12), lactobacillus acidophilus (microgenics probiotic 8), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), lipitac (omega 3), multivitamin, salbutamol (proventil), testosterone (testosteron) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria disability and medically significant) with pelvic pain and abdominal pain, autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), abdominal distension ("extreme painful bloating"), adnexa uteri pain ("ovarian pain"), migraine ("migraine"), rash ("rashes/ skin rashes"), hyperhidrosis ("extreme sweating"), feeling abnormal ("foggy brain"), gingival bleeding ("bleeding gums"), blood blister ("blood blisters"), contusion ("bruising"), flushing ("flushing"), insomnia ("insomnia") and depression ("depression"). The patient was treated with surgery (ablation) and surgery (hysterectomy including ovaries and cervix to be removed). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, fallopian tube perforation, autoimmune disorder, amnesia, abdominal distension, adnexa uteri pain, migraine, rash, hyperhidrosis, feeling abnormal, gingival bleeding, blood blister, contusion, flushing, insomnia and depression outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, amnesia, autoimmune disorder, blood blister, contusion, depression, fallopian tube perforation, feeling abnormal, flushing, gingival bleeding, hyperhidrosis, insomnia, menorrhagia, migraine and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.